Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reported that the ventilator produced the "relief valve cracking pressure too high" diagnostic code. There was no patient involvement. The fse (field service engineer) advised the customer to exercise the safety valve via the hardware screen. The reported issue was resolved.